Event description:
It was reported that the consumer states the right front caster wheel has collapsed on its side and spokes are broken. No patient injury reported, no additional information provided.